Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that following creation of the corneal flaps for a bilateral lasik procedure, the flaps were thicker than expected. Per the physician, the planned flap thickness was 110 microns, yet the flaps measured between 145 to 150 microns. A drop of bss (balanced saline solution was applied to the patient interface prior to docking. The procedure was completed with no known patient impact, as there was no additional medical or surgical intervention reported. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Additional information provided in device evaluated by MFR?, evaluation codes, and additional MFR narrative. Company representatives were onsite; they re-flashed controller firmware and recalibrated the system to improve the flap optical offset. The system was tested and verified to meet specifications prior to departure. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the controller firmware. (B)(4).